Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cloudy effluent was observed for one day in the home environment. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with fortum (route, dosage, frequency, and duration not reported) and cloxa (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.